Manufacturer narrative:
The pump was returned to animas and evaluated. The "down" button was responding intermittently. The keypad was removed and adhesive was found under the contact.

Event description:
On (B)(6) 2011, the patient contacted an animas representative and alleged that keypad button presses did not activate desired pump functions. The patient claimed that the down arrow button required several presses for the pump to respond. She denied that the device was exposed to water or that the keypad was peeling/damaged. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.